Event description:
On (B)(6) 2013 the reporter contacted animas to report recent blood glucose levels ranging from 40 mg/dl to ¿hi mg/dl¿ (greater than 600 mg/dl) while using the reported pump. On (B)(6) 2013 the patient experienced the symptoms of headache, weakness and excessive thirst. The patient took a correcting bolus dose of insulin via a syringe injection and her blood glucose levels normalized. During troubleshooting, a review of the pump history revealed missing bolus doses on (B)(6) 2013. As the patient experienced blood glucose levels and symptoms suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.